Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink microsensor was implanted on (B)(6) 2022. Everything was working well with expected icp waveform and reading around 18-19mmhg. Patient was turned by nursing staff and cord in directlink system became detached. Nurse connected everything back. Upon trying to establish reconnection with patient monitor (using two buttons), the amber light stayed solid and would not begin to blink. Many different troubleshooting approaches were tried, but nothing was able to solve the problem ¿ directlink cords were swapped out, directlink system was connected to a transport patient monitor, and other methods. The hospital troubleshot the directlink module and it is working fine. Eventually, new icp microsensor was implanted on (B)(6) 2022 with a new directlink module/cords.

Manufacturer narrative:
The cerelink icp probe (826851) was returned for evaluation. Failure analysis: the issue of the complaint has been confirmed. Catheter material stretched 34 cm from connector. No transducer detected on the icp express. Internal wires were broken and no testing was possible. Based on the failure analysis, the root cause of the issue reported by customer could be determined as a mishandling of the device.